Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging error 5 meter issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If additional investigation occurs regarding this issue as a result of follow-up with the customer or product return, lfs (lifescan) will report the findings to the FDA in a supplemental report.